Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that thinshaft 4.5 drill broke during surgery please replace to (B)(6). No surgical delay.

Event description:
Additional information received that the drill broke into 2 pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Added: b5, d10. Corrected: h3.